Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01242. The pt received his scs system, including an ipg and paddle lead, on (B)(6) 2011. It was reported that the pt experienced weakness in his legs that caused him to collapse twice. He stated that he felt too weak to support his own weight. During a reprogramming session, the pt experienced extremely painful stimulation when he tried laying flat. He allegedly did not feel the painful stimulation when he leaned to his side at a 30 degree angle. The physician felt that the paddle lead might be irritating the spinal cord/nerve root. Follow up on the pt found that he still continued to have the sharp pain with the stimulation off. The physician decided to explant the system on (B)(6) 2011. No further pt complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.